Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscope sheath's ceramic tip was in the wrong direction. The issue occurred during reprocessing. A diagnostic hysteroscopy procedure was performed. The procedure was completed with a similar device. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5 ¿ describe event or problem) should be: it was reported, the resection sheath exhibited the ceramic tip was loose and detached. The issue occurred during preparation for use for a diagnostic hysteroscopy procedure. The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Correction: (h6 ¿ medical device problem codes) should be: 1971 ¿ loose connection & 2907 - detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the ceramic tip was loose and detached, could not be identified. Repair of equipment by not authorized person. Defined biocompatible characteristics are no longer guaranteed (example: improper adhesives used; improper materials used. The evaluation result is plausible and is confirmed. An operational context is not reported. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿no labeling review.¿ olympus will continue to monitor the field performance for this device.